Manufacturer narrative:
The li-ion battery (s/n (B)(4)) was returned to zoll on 06/01/2015. Investigation results as follows: visual inspection of the returned li-ion battery was performed and found no physical damage noted upon receipt. The review of the archive revealed that the battery was not being charged and left in the autopulse for extended period of time for more than (12 days). Further review of the archive revealed, the battery was removed from the charger while a condition cycle was in progress, and although it was subsequently placed repeatedly back in the charger, it was never allowed to remain there long enough to complete the condition cycle. Data at the end of the archive log indicated that load/charge test passed for this battery. In summary, the reported complaint of the autopulse displaying a "replace battery" message due to the li-ion battery is confirmed. Based on the archive review, battery management issue may have contributed to the problem reported. Note that "replace battery message is designed into the platform when a battery that had not been charged is placed in the autopulse platform. The autopulse user guide states that if a battery's charge falls too low, a low battery warning will appear on the control panel display. The low battery warning display will be accompanied with an audio warning of four rapid beeps which will be followed by two beeps every 30 seconds until the battery is replaced or depleted. If operation continues without changing the battery, a replace battery screen will appear. The user is instructed to replace the autopulse battery with a new, fully-charged battery. In addition, autopulse battery maintenance program instruct the user that charged batteries left for an extended period in the autopulse may not have sufficient capacity resulting in unexpected cessation of operation during use and inadequate earning of low battery condition during use.

Event description:
It was reported that upon patient use, the autopulse platform displayed a "replace battery" message when autopulse li-ion battery with serial number (sn) (B)(4) was installed into the platform. The crew obtained another battery, which worked fine in the platform. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The autopulse battery in complaint was returned to zoll on 06/01/2015 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed.